Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited intermittent under sensing. It was further noted that the ICD exhibited post paced t wave oversensing. Programming changes were made. The patient was stable.